Event description:
It was reported that the tibial component was removed due to aseptic loosening.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on 4/19/2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was not implanted with a drop down stem extension. It is likely that the lack of a drop down stem contributed to loosening. However; a definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.